Event description:
This case was reported by a consumer and described the occurrence of nonepileptic seizure in a male patient who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip original. An unknown time later, the patient experienced a nonepileptic seizure. He called to report this after seeing a lawyer's ad on television and stated he was not sure if the seizure was caused by the product. This case was assessed as medically serious by gsk. Use of super poligrip original was continued. At the time of reporting, the event was resolved. (B)(4).